Event description:
The customer reported that he was hospitalized with blood glucose levels below 10 mg/dl. The customer stated that he was unresponsive at the time of the event. The customer stated that he had a flat tire prior to the event, and he thought he had eaten enough but he hadn't. Troubleshooting was performed. The drive support cap looked normal. The customer was not connected during the manual prime. Assisted the customer with the bolus wizard settings as he had made changes to the active insulin on his own. Advised to speak to his hcp prior to making any changes to the settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.